Event description:
Clinical study. Same case as 6000089-2006-01745, 6000089-2006-01747 it was reported that 2 days after a coronary drug eluting stenting treatment procedure the patient experienced a stent thrombosis (st), myocardial infarction (mi), and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.75mm, 99% stenosed, 42mm long portion of the left anterior descending (lad) artery. The physician treated the lesion with predilatation and successful placement of 3 taxus liberte' (2.75x32mm, & 2 2.75x8mm) drug overlap. There were no reported complications. The patient was discharged the next day on plavix and aspirin. . The day after discharge, the patient experienced a st, and q-wave mi. The physician treated the patient with a pci and a tvr by placing a guidant vision in the taget lesion with resolution of the patient's symptoms. In the opinion of the physician the relationship of the definitely related. This product is only ous approved but it is similar to a marketed us divice

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.